Manufacturer narrative:
Additional narrative: a product investigation was completed: one pfna spiral blade 04.207.053 was received intact. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The complained event was re-evaluated with respect to the reported device, event information and the manufacturing evaluation results. Based on this information, this medwatch report was corrected to more accurately capture the complained event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in singapore as follows: it was reported that the patient had a proximal femoral nail anti-rotation (pfna) nail implanted on (B)(6) 2014. In (B)(6) 2015, it was noted that the nail was broken. The patient also had some hip pain. The patient did not report a fall prior to this. The nail was shown broken via an x-ray. On (B)(6) 2015, the patient had a revision procedure to remove the pfna nail and implant an expert asian femoral nail (a2fn) recon nail. It was reported the screws were also broken and there was a surgical delay of twenty minutes. The patient¿s condition is reported as stable. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: unknown ¿ event reported as possibly occurring in (B)(6) 2015 (onset of pain). (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Additional product code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.